Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
It is reported - stitching on sling has come loose and shoulder loops have become detached. Product not in use a time and no pt involvement.